Manufacturer narrative:
Additional information received today 02 may 2025. Thank you for your patience and reaching out. First, I confirm that there had been multiple calls, emails and conversations with lyudmila and cory in the subject of aerogen syringe and that both individuals were extremely helpful and provided me with the needed ifus for aerogen syringe. I also state that I cannot confirm or deny any incident of aerogen syringe related incident as I have not personally observed it. My inquiry started when one of our care giver mentioned seeing an stationary aerogen syringe had its plunger moved inward without being on syringe pump or anyone touching it. To confirm if this has occurred with aerogen syringes, I was connected to cory by one of the aerogen representative. Cory confirmed having heard about it in his clinical practice, and it may be related to aerogen syringe plunger being taken out of the syringe body by caregiver for one reason or another (which is not practiced in our institution). He also confirmed not seeing any such documented incident. Subsequently, he connected me with lyudmila for obtaining ifus for aerogen syringe that I was seeking for our policy updates. Later, lyudmila informed me that aerogen has reported this incident to FDA and seeking answers to related questions. In any case, attached is the pdf of the completed inquiry to the best of my knowledge. Thank you so much for all of your sincere support. Questions for follow up: 1. Device & setup details. 1. What is meant by "plunger drop"? Is it in the syringe pump driver when it drops? Nurse reported to have observed aerogen syringe plunger dropped inwards injecting extra medication while resting on the syringe pump and not installed on it. 2. Please confirm the model of syringe pump driver and lot number. Not sure 3. Can you provide details on exactly how the aerogen cnts was set up and operated prior to each incident? Not sure 4. Can you confirm that cnts tubing was connected to the syringe for both issues? No 5. Provide the cnts flow rate setting & setting selected on the syringe pump driver for each issue. Not sure 6. Can you describe step-by-step exactly how the syringe plunger dropped into the syringe during both incidents? There was only one incident reported and not sure on steps. 7. Is the syringe/plunger typically manipulated (e.g., removed, repositioned, refilled) during medication preparation or between dosing intervals? If so, how? Not sure 8. During the second (witnessed) event, what was immediately observed when the plunger dropped? Only one event reported. Reported that medication was retrieved from medication chamber of aerogen solo 9. Did you notice any physical damage or abnormalities with the syringe, plunger, tubing, or pumps involved prior to, or after, the incidents? Not sure - did not observed it personally. 10. Could you confirm if any aerogen cnts devices from these incidents are still available[?]even partially[?]for inspection? Note if this happens again, please retain the aerogen products. No. 2. Medication details? 11. What specific drug (brand name) was being used, and can we get the concentration & formulation details? Not sure 12. Can a sample of the quarantined product be provided (if available)? Not sure if available 3. Patient & clinical information 13. Clinical indication of both patients at the time. Patient age (for both), weight if possible. Only one incident and not sure of patient details. 14. Were these patients mechanically ventilated? If yes, where was the aerogen device placed? What interface was connected to the patient (ett or tracheostomy)? Yes, but only one such incident notified. Aerogen solo was connected to dry side of inspiratory limb of ventilator circuit and to patient via ett. 15. Detail the specific clinical signs and symptoms associated with the incident[?]specific change in spo2 or other metrics, vasopressors used, etc. Not sure 16. Could you briefly describe the clinical status of the neonate currently affected? Not sure. 17. What was the neonate's clinical status prior to the administration of inhaled iloprost via cnts? Not sure 18. Can you describe in detail the immediate clinical changes observed in the neonate after receiving the 17 ml bolus? I was not at bedside and did not observed patient. 19. What's the current clinical condition and prognosis of the neonate? Not sure. Aerogen- will write up the investigation - do a clinical review and risk assesment with the limited information we have available to us at this time.

Event description:
1st event (unwitnessed) - plunger dropped into the syringe and bolused 4 ml of inhaled ilosprost solution within the cnts system, neonate had no adverse events, medfusion pump settings were checked and quarantined, replaced with another medfusion pump to continue inhaled ilosprost solution administration via aerogen's cnts system. (B)(4) (this complaint) week 1 of march. 2nd event (witnessed) - plunger dropped into the syringe and bolused 17 ml of inhaled ilosprost solution administered via aerogen's cnts system in 2 hours. Neonate decompensated, resuscitation initiated at bedside, in nicu, still intubated. All cnts products were removed from unit. Ilosprost administration switched to intermittent. Multidisciplinary investigation of the safety event initiated.

Manufacturer narrative:
" 1st event (unwitnessed) - plunger dropped into the syringe and bolused 4 ml of inhaled ilosprost solution within the cnts system, neonate had no adverse events, medfusion pump settings were checked and quarantined, replaced with another medfusion pump to continue inhaled ilosprost solution administration via aerogen's cnts system. " this is being investigated as a non-return. The device reported was not returned to aerogen for investigation as it was discarded by the customer. Risk review conclusion: based on the qf042, the customer used aerogen solo nebuliser to deliver ilosprost which is an off-label use of the device. The customer did not retain the cnts devices in scope and were not returned to aerogen. Insufficient evidence and information was provided by the customer and therefore, aerogen cannot further investigate the incident. Aerogen will continue to monitor the occurrence of this incident per qp099 trending procedure. No further action is required based on this risk assessment completed as per aerogen's risk management procedures and en iso14971" application of risk management for medical devices". Based on the information received, there will be no new protective measures introduced or no new risks or additional harms introduced because of this assessment. Clinical review: based on the clinical details available, it is medically plausible that unintended or greater than prescribed delivery of the named medication, iloprost, resulting from a mechanical issue with an aerogen® medical device was a contributory cause in (B)(4). The use of iloprost in neonates via the aerogen solo ® system also constitutes off-label administration. Although the information available is limited, a causal relationship with the aerogen® device, the medfusion® pump and the deterioration in the state of health of the patient is possible and cannot be reasonably excluded as a contributory cause. Very limited information has been provided with which to undertake these assessments. Administering iloprost to neonates through the aerogen solo ® system is considered an off-label application. The probable cause of the reported incident is reportedly the unintended, unregulated delivery of iloprost this could be attributed to low resistance in the aerogen® cnts syringe. It could also be attributed to issues with the associated syringe pump driver. This requires review by design assurance and conclusive information to determine the cause is not available to clinical affairs at this time. Please refer to risk assessment document for these complaints (B)(4) from design assurance team for potential cause/hazardous situation assessment. Due to the off-label use of the aerogen solo system, the absence of returned devices for investigation, and the limited clinical and technical data provided, aerogen cannot conduct further root cause analysis or draw definitive conclusions regarding the event. However, based on the information available: · no patient harm was reported (e2403, f26). · aerogen has determined that no new hazards have been introduced as a result of this event. · the case will be monitored as part of routine post-market surveillance, but no immediate corrective or preventive actions are required.

Event description:
1st event (unwitnessed) - plunger dropped into the syringe and bolused 4 ml of inhaled ilosprost solution within the cnts system, neonate had no adverse events, medfusion pump settings were checked and quarantined, replaced with another medfusion pump to continue inhaled ilosprost solution administration via aerogen's cnts system. (B)(4) (this complaint) week 1 of (B)(6). 2nd event (witnessed) - plunger dropped into the syringe and bolused 17 ml of inhaled ilosprost solution administered via aerogen's cnts system in 2 hours. Neonate decompensated, resuscitation initiated at bedside, in nicu, still intubated. All cnts products were removed from unit. Ilosprost administration switched to intermittent. Multidisciplinary investigation of the safety event initiated.

Event description:
1st event (unwitnessed) - plunger dropped into the syringe and bolused 4 ml of inhaled ilosprost solution within the cnts system, neonate had no adverse events, medfusion pump settings were checked and quarantined, replaced with another medfusion pump to continue inhaled ilosprost solution administration via aerogen's cnts system. (B)(4) (this complaint) week 1 of march. 2nd event (witnessed) - plunger dropped into the syringe and bolused 17 ml of inhaled ilosprost solution administered via aerogen's cnts system in 2 hours. Neonate decompensated, resuscitation initiated at bedside, in nicu, still intubated. All cnts products were removed from unit. Ilosprost administration switched to intermittent. Multidisciplinary investigation of the safety event initiated.

Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event and had requested the return of the device. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received which may pose a risk to patients. Based on the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if any further information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report.